Event description:
It was reported that the nurse stated that they have a patient in normothermia, the targeted temperature (tt) was 37c. The patient temperature was 35.9c and has not been warming, water temperature (wt) was only 27.3c. Nurse stated that they have been getting an alarm about unable to control the patient temperature and did not remember what it says. Confirmed water flow rate (wfr) was 1.7 l/min. Walked through access event log, showed alarm 113 (reduced water temperature control). Diagnostics showed that the circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3,078, and pump hours were 794. Had nurse drain off about 500 ml of water. Water temperature up to 31.2c, nurse stated it was rising quickly. Nurse though water might have been added on night shift. Discussed if they ever need to fill the reservoir, they recommend nothing attached to the fluid delivery line (fdl), so they would pause therapy, empty the pads and disconnect. If the pads are left attached and filled with water, the reservoir can become overfilled. Informed nurse to pass along they were available 24/7 if they need any assistance with troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. Nurse stated that they have been getting an alarm about unable to control the patient temperature and did not remember what it says. Confirmed water flow rate (wfr) was 1.7 l/min. Walked through access event log, showed alarm 113 (reduced water temperature control). Diagnostics showed that the circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3,078, and pump hours were 794. Had nurse drain off about 500 ml of water. Water temperature up to 31.2c, nurse stated it was rising quickly. Nurse though water might have been added on night shift. Discussed if they ever need to fill the reservoir, they recommend nothing attached to the fluid delivery line (fdl), so they would pause therapy, empty the pads and disconnect. If the pads are left attached and filled with water, the reservoir can become overfilled. Informed nurse to pass along they were available 24/7 if they need any assistance with troubleshooting. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient in normothermia, the targeted temperature (tt) was 37c. The patient temperature was 35.9c and has not been warming, water temperature (wt) was only 27.3c. Nurse stated that they have been getting an alarm about unable to control the patient temperature and did not remember what it says. Confirmed water flow rate (wfr) was 1.7 l/min. Walked through access event log, showed alarm 113 (reduced water temperature control). Diagnostics showed that the circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3,078, and pump hours were 794. Had nurse drain off about 500 ml of water. Water temperature up to 31.2c, nurse stated it was rising quickly. Nurse though water might have been added on night shift. Discussed if they ever need to fill the reservoir, they recommend nothing attached to the fluid delivery line (fdl), so they would pause therapy, empty the pads and disconnect. If the pads are left attached and filled with water, the reservoir can become overfilled. Informed nurse to pass along they were available 24/7 if they need any assistance with troubleshooting. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that the nurse stated that they have a patient in normothermia, the targeted temperature (tt) was 37c. The patient temperature was 35.9c and has not been warming, water temperature (wt) was only 27.3c. Nurse stated that they have been getting an alarm about unable to control the patient temperature and did not remember what it says. Confirmed water flow rate (wfr) was 1.7 l/min. Walked through access event log, showed alarm 113 (reduced water temperature control). Diagnostics showed that the circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3,078, and pump hours were 794. Had nurse drain off about 500 ml of water. Water temperature up to 31.2c, nurse stated it was rising quickly. Nurse though water might have been added on night shift. Discussed if they ever need to fill the reservoir, they recommend nothing attached to the fluid delivery line (fdl), so they would pause therapy, empty the pads and disconnect. If the pads are left attached and filled with water, the reservoir can become overfilled. Informed nurse to pass along they were available 24/7 if they need any assistance with troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.